Event description:
Pt was taken to the operating room for a planned segmentectomy of the right lower lobe. During the process of stapling the right lower lobe away from the rest of the lung using an ila 100 stapler it jammed. It was reloaded 3 times. A second stapler was loaded and it jammed as well. The surgeon emergently converted to a right lower lobectomy.